Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. A 15mmx4.00mm wolverine cutting balloon was selected for percutaneous coronary intervention. During the procedure, when loading the balloon onto the wire, the wire met resistant before clearing the length of the actual balloon segment. The balloon was removed and the wire wiped. Reloading was attempted several more times, but resistance persisted. The physician then attempted to load it. Scrub then noticed the syringe that was holding negative pressure on the balloon started to fill with bubbles/air, indicating to us that the balloon had a perforation. The procedure was completed with a different device. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. A 15mmx4.00mm wolverine cutting balloon was selected for percutaneous coronary intervention. During the procedure, when loading the balloon onto the wire, the wire met resistant before clearing the length of the actual balloon segment. The balloon was removed and the wire wiped. Reloading was attempted several more times, but resistance persisted. The physician then attempted to load it. Scrub then noticed the syringe that was holding negative pressure on the balloon started to fill with bubbles/air, indicating to us that the balloon had a perforation. The procedure was completed with a different device. No complications were reported. It was further reported that the wire perforated through the inner lumen of the shaft into the balloon when trying to load it on the wire. The balloon never got fully mounted onto the wire/it never went into a patient. An unusual resistance was experienced when threading the wire into the balloon. The integrity of the balloon was thought to be compromised when the insufflator lost its negative pressure that was being held on the balloon.